Event description:
It was reported that the device was explanted due to eos status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2024 at 09:26h. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. Thorough analysis of the battery showed no anomalies. Further inspection of the ICD data revealed the detection of strong magnetic fields on (B)(6) 2024 at 09:20h, six minutes before the eos detection. This can be attributed due to the beginning of an MRI scan. However, the data documents that the MRI mode of the device was not activated. Please note, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. Thorough analysis of the device did not reveal any indication of an ICD malfunction.